Event description:
Upon reviewing the download data for a (B)(6) male pt, several add gel messages were detected. Zoll customer support contact the pt, who reported that a cable was pulled from the read therapy electrode. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages, damaged cable or wires exposed) was confirmed. Upon investigation the distribution note (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn, which caused the add gel messages. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.